Manufacturer narrative:
The sample was collected in a purple top 5ml vacutainer and stored at room temperature. Qc is run once per day and was run before the event and results were within acceptable limits. A field service engineer (fse) was dispatched and found no instrument problems. The fse performed startup, reproducibility, carryover check and ran all three levels of qc; all results were within specifications. Instrument verification was completed. Per bci labeling: "when wbc and plt results are too high or low and hgb and rbc are opposite, too low or high, the probable cause is the sample was not mixed adequately before aspiration". Root cause based on data provided is most likely related to inadequate sample mixing. No instrument malfunction was identified in this event; however, a "malfunction" is selected since there is no other option available.

Event description:
The coulter ac-t diff analyzer generated incorrect low white blood count (wbc), platelet (plt) and high red blood count (rbc), hemoglobin (hgb) results on (B)(6) 2011 on a patient specimen when compared to the same patient's redrawn results on (B)(6) 2011. The initial plt result from (B)(6) 2011 did have an instrument generated flag (the mcv is <50 fl. Some red cells may be smaller than the instrument's counting threshold). The physician had questioned the results for some patient samples, but only one example of incorrect results was provided. Erroneous results were reported out of the lab. The doctor ordered a phlebotomy and the patient had blood redrawn three days later. There was no death or serious injury as a result of this event.